Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
The customer reported the footswitch was not working during surgery. The pt was under anesthesia. Additional info was requested on the event and pt status. No pt injury was reported.